Manufacturer narrative:
It was reported that the device the cs300 intra-aortic balloon pump (iabp) broken cart handle. A getinge field service engineer (fse) evaluated the unit and confirmed the issue. Fse confirmed due to the lack of stock on the part of the factory to supply the original material, the handle broken in the area where it is fastened with screws, is replaced by one from a trolley from a unit removed for technological renovation from another hospital.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10. Additional fields: e1(event site state: 33, event site postal code: (B)(6). It was reported that the device the cs300 intra-aortic balloon pump (iabp) broken cart handle despite gfes (good faith efforts), the repair has not been carried out at the moment.if any pertinent information is received in the future, the complaint will be reopened and updated accordingly. There was no patient involvement.

Event description:
N/a.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a broken cart handle. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.